Manufacturer narrative:
It was reported that the error message ¿head error¿ occurred on the rotaflow console during startup. According to the service order the affected rotaflow drive with s/n: (B)(6) will not be repaired. The rfd has been replaced with a new rfd with s/n: (B)(6). Thus the failure could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the error message ¿head error¿ occurred on the rotaflow console during startup. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information become available.